Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The procedure was concluded without any adverse events, and the patient tolerated the procedure. On (B)(6) 2015, the patient experienced lower extremity pain and coldness. The patient was then brought back to the operating room, and angiography reportedly revealed the presence of thrombus within the contralateral gate of the devices. Reportedly, the devices were not completely blocked with thrombus. The root cause for the reported device thrombosis is unknown, however, aortic narrowing at the contralateral gate may have caused an outflow issue. It was reported that the partial blockage could be resolved with the administration of lysis, however, the vascular surgeon chose to perform a femoral-femoral bypass procedure. The patient tolerated the procedure and reportedly has good blood flow to his distal extremities.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional device implanted and involved in this event: pxc121200/13339133 the review of the manufacturing paperwork verified that the lots met all pre-release specifications. Refer to field for the results of the imaging evaluation.